Event description:
Patient's intrathecal infusion pump was to infuse ordered medications at a rate of 2238.8mcg/day. Pump was refilled in 2007 with 18ml. Today's swv telemetry of the pump shows the volume of pump to be 4.5mls. After accessing pump sn withdrawn 18ml of med. Patient and staff at snf both verbalized increase spasms. Snf md has increase po baclofen from 10mg b10 to 10mg t20 in 2007. Dr's office informed patient to go in and get pump removal and replace the following month.